Event description:
The clinical events committee adjudicated that the previously reported gi bleed occurred approximately 2 months prior to that previously reported. Patient had a history of rectal bleeding for several months.

Event description:
The patient had one endeavor sprint drug eluting stent implanted in the lad. Approximately 29 months post index procedure the patient had a gi bleed. The patient was treated with hospitalization, blood transfusion and medication was discontinued. The investigator has assessed that the event was not related to the device. It is reported that the patient recovered with treatment.

Manufacturer narrative:
(B)(4) inherent risk of procedure - (haemorrhage). (B)(4).